Manufacturer narrative:
The owned duodenoscopes referenced in this report were serviced and repaired by a non-olympus third party service entity. Olympus followed up with the facility via telephone and in writing regarding the reported event but with no results. As part a prior investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The ess performed an in-service on august 28, 2015 and february 22, 2016 and no reprocessing deviations were observed. The ess instructed the facility to contact medivators for proper usage of the aer. Based on this new information olympus is filing 15 initial mdrs to separately account for the remaining 16 patients and positive device cultures. A review of complaint database history revealed olympus previously submitted four initial mdrs between september 8, 2015 and february 2, 2016 to account for three reported deaths and one reported patient infection.

Event description:
Olympus received an article on june 02, 2016 entitled "11 deaths at (B)(6) hospital among patients infected by dirty scopes" and a copy of the (B)(6), which claims that a retrospective investigation had been conducted at the facility that included identification of up to 35 cases of possible MDR pseudomonas aeruginosa; however, only 16 patient infections were confirmed and 11 of those patients have expired. The report alleges that all of the patients had undergone endoscopic retrograde cholangiopancreatography (ercp) procedures between january 2013 and august 2015 with one or more of the duodenoscopes (two tjf-160f and onetjf-q180v) that were reportedly linked to the outbreak. It was reported that in march 2016, the user facility notified (B)(6) of new positive MDR pseudomonas aeruginasa blood and urine cultures isolated from a patient who had undergone an ercp procedure in july 2013 with one of the tjf-160f duodenoscopes linked to the prior 15 case patients. The investigation reported that on july 14, 2015 one of the duodenoscopes (tjf-160) was taken out of service and on august 19, 2015 at the recommendation of (B)(6), the second duodenoscope was also removed from service. As of may 18, 2016 death certificates were registered in (B)(6) for 11 patient however only one of the certificates list the cause as "pseudomonas bacteremia." The report states that the facility had five duodenoscopes; three were owned (two tjf-160f, one tjf-q 180v), and two were loaners (tjf-160f). The facility utilizes three automated endoscope reprocessors (aers) which are manufactured by medivators (model: dsd-201). The report indicated that all three owned duodenoscopes tested positive for pseudomononas aeroginosa which matched patient cultures. It is unknown whether the account either cultured or recovered microorganisms form the loaned duodenoscopes. As part of the phhd investigation an onsite visit was conducted on august 20, 2015. The public health team observed visible residue in an aer basin. These findings did not implicate a source for pseudomonas aeruginosa, but did indicate a need for general improvement in environmental conditions and aer maintenance. (B)(6) recommended that the user facility implement all corrective actions provided by (B)(6) including improving duodenoscope storage conditions and correction of reprocessing procedures that did not follow nationally recognized standards. (B)(6) recommended that the user facility update policies and procedures for maintenance, storage, and surveillance cultures according to the most current cdc and manufacturer (olympus) guidelines. The user facility implemented a plan for surveillance monitoring for new cases. (B)(6) also recommended thorough servicing of aers, and replacement of all replaceable parts in the aers, including tanks. On september 11, 2015 the public health team returned to the site and confirmed that the user facility was reprocessing every duodenoscope twice. The facility had implemented improvements to duodenoscope reprocessing and storage. The reports state that the user facility was provided current recommendations from olympus to return all tjf-q180v duodenoscopes for elevator mechanism replacement and new reprocessing instructions. The report stated that no additional cases were identified via weekly prospective surveillance from august 20, 2015 to december 11, 2015, or via patient notification and testing. This is report 13 of 16.